Event description:
It was reported that the clinical staff went to deflate the foley balloon on a catheter and were unable to. Stated that the tubing was removed yet the balloon did not drain. The patient was routed to another department for removal, and this was the first concern noted by obstetrics (ob) team.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment or diagnosis. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be inadequate pressure on the machine to punch. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: "warnings]: method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications]: method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: patients with known allergy to silver coated catheter" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the clinical staff went to deflate the foley balloon on a catheter and were unable to. Stated that the tubing was removed yet the balloon did not drain. The patient was routed to another department for removal, and this was the first concern noted by obstetrics (ob) team.